Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are having issues with their crown since they began wearing the aligners. They also reported that their gums and teeth are in pain. Requested letter of recommendation from patient's dentist. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.